Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot #: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [400 mcg/ml] at a dose of 60 mcg/day and morphine [4 mg/ml] at a dose of 0.6 mg/day via an implantable pump. The indication for use was not provided. It was reported that there were drugs around the pump and the physician suspected an issue between the pump and the catheter (for instance disconnection). When opening the pump pocket, the physician could see that a part of the catheter was on the pump close to the refill septum. As the physician suspected that the catheter could have been damaged during a refill, he decided to replace a part of the pump segment. The pump was also replaced. It was noted that the connection between the catheter and the pump appeared to be right and an exam of the catheter was performed but showed no anomaly. It was also noted that the patient had no symptoms. It was indicated that the pump and explanted portion of the catheter would be returned for analysis. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the hospital/center lost the pump and catheter and therefore the products would not be returned for analysis.